Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. The patient's blood glucose results were 77 mg/dl on the meter and 135 mg/dl on the lab. Tests were done within 10 minutes with a differnce of >20%. Patient was using unicheck (off-brand) test strips. Unknown if the strips are plasma or whole blood calibrated (if plasma, then the difference is 43% and if whole blood, the difference is 36%). The lot # for the unicheck test strips is 11034asp. Patient did not experience any adverse events. No further information has been reported.